Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed as a customer account was not identified in order to search for product lots in shipped orders. Likewise, a device history records (DHR) review could not be completed. Risk management trending was performed for the reported adverse event and no issues were noted. Due to the limited information available, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient had an infection. There is no further information available.

Manufacturer narrative:
Clinical statement: there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed as a customer account was not identified in order to search for product lots in shipped orders. Likewise, a device history records (DHR) review could not be completed. Risk management trending was performed for the reported adverse event and no issues were noted. Due to the limited information available, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient had an infection. Following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Therefore, the reported event(s) does not require further complaint handling by the manufacturer for medical device(s) and/or product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.